Event description:
A patient reported she fell last summer and ever since then she developed a lump above the implantable neurostimulator (ins) and felt stimulation at the ins pocket going into spine. The patient also mentioned that since the fall she experienced chills. The patient stated she did discuss the lump and where she felt stimulation with the healthcare professional (hcp) and was told everything was fine. The patient reported lower back pain and return of urgency symptoms. The patient was redirected to contact the hcp if urgency symptoms weren¿t resolved after she adjusted the setting. The patient noted she fell in (B)(6) 2016. Then after the fall in (B)(6) 2016 she had developed a lump above the ins, started to feel stimulation at the ins site going to her spine and chills. In (B)(6) 2017 the patient had lower back pain. The patient stated in the last month or two she had a return of urgency symptoms. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.